Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct prod analysis will be available. The shopfloor paperwork for this batch shows that the prod met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident. Bsc ID# a00067946.

Event description:
Clinical study. Same case as 6000093-2007-01138. It was reported that 520 days after a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated a 3.5x12mm, 70% stenosed lesion in the proximal left circumflex (prox lcx) with predilation and placement of a taxus express2 3.5x20mm drug eluting stent, reducing stenosis to 0%. The index also treated a 2.5x8mm, 90% stenosed lesion in the proximal right coronary artery (prox rca) with direct placement of a taxus express2 2.5x12mm drug eluting stent, reducing stenosis to 0%. The pt was discharged 6 days later on aspirin and plavix. At 520 days after the index procedure, the pt expired. Per phone call with the pt's wife, the cause of death was congestive heart failure (chf). The physician noted that it was unk if the target vessel was involved. No autopsy was performed. No further info is available at this time.